Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Field representative was on site when the reported event occurred, he was able to manually open the gantry door with the ratchet which seemed to have resolved the issue. They reported that the system has since been used without recurrence of the issue. No parts were replaced or returned and no further issues were reported.

Event description:
A medtronic representative reported that while testing the imaging system, they heard a loud banging noise coming from the gantry. They then tried to open the door but it did not open. There was no patient present when this issue was identified.